Manufacturer narrative:
High blood glucose: 71, 3358, 213.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was charging the pump for two hours. While charging the pump, the customer experienced a high blood glucose (bg) level of 504 mg/dl. The customer stated that they were sick at the time and this may have contributed to the high bg. The customer administered a manual injection to address their bg level. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer would use manual injections as alternate insulin therapy.